Event description:
The tap broke in the vertebral body. It was drilled out of the hole and the broken piece of tap was retrieved from the patient. A plate was not put on due to the loss of viable bone from drilling out the hole. The surgeon left in the bone and collared the patient for 6 weeks. There was no significant additional surgery time.

Manufacturer narrative:
A follow up report will be sent upon completion of evaluation. Batch record review indicated that the device was manufactured to all applicable specifications and requirements.